Event description:
The customer reported via phone call that she had to replace 3 of the infusion sets because they were bent. Customer stated that she changed out everything because she was having high blood glucose. Customer stated that she was hospitalized on 06/08/2015. Customer reported that she was hospitalized due to diabetic ketoacidosis with a blood glucose of 274 mg/dl. Customer started vomiting on sunday and went to the hospital on monday. Customer was stressed out friday-sunday. Customer was in the intensive care unit and was treated and released within 24 hours. Customer was wearing the pump at the time of the hospitalization. Customer will continue to monitor the pump. Customer stated that she went to the doctor's office today and they adjusted her basal rates in the pump. Customer's blood glucose was in the 400's mg/dl last night. Customer also had some low blood glucose from 58- 60 mg/dl. Customer had a weak signal and her sensor was reading 200 mg/dl. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-20834